Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-01027 / 01029 / 01030). Product location unknown.

Event description:
It was reported that patient underwent left and right partial knee arthroplasty on (B)(6) 2013. Subsequently, patient underwent a left revision on (B)(6) 2013 due to acute intra-articular infection. During the procedure, the tibial bearing was removed and replaced. Furthermore, the patient underwent a second left revision on (B)(6) 2013 due to instability with lateral compartment degeneration. The patient was converted to a total knee system. Patient also underwent a right knee revision on (B)(6) 2013 due to avascular necrosis and lateral femoral condyle collapse. During the procedure the right knee was converted to a total knee system. The patient uses a cane as needed.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.